Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker exhibited noise over-sensing which resulted in high ventricular rate (hvr) and pacing inhibition. No intervention was performed. The patient was in stable condition.